Event description:
Customer reports back to back testing on the same meter while using the compact sys with results of: lo (<10mg/dl) to 180mg/dl. 85mg/dl to 170mg/dl. Lo (<10mg/dl) to 85mg/dl. No qcs were run during the call. No adverse event reported. A request was made for return of the suspect prod and replacement was sent.